Manufacturer narrative:
H2: a1, b5 and h6.

Event description:
Additional information was received that there was no patient present when the issue was identified.

Manufacturer narrative:
One smiths medical cadd solis vip pump was returned for analysis with a damaged lens. Event log history was performed and indicated that "cassette latch was opened", "alarm: latch opened", "cassette latch was closed", "alarm: latch closed" and "high alarm displayed: cassette not attached properly" were recorded in history. During analysis, the customer's reported concern was able to be duplicated. It was noted that the downstream occlusion (dso) sensor was contaminated and cause of the reported issue. Service will replace the dso sensor to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited "cassette not attached properly". It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.